Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint of crimped/bent haptics could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no associated deviations or non-conformity reports found related to this complaint and/or similar issues. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Unit carton (serial number confirmed) was received. No lens was returned. Only the unit carton was returned, the actual lens was not present and therefore no returned device evaluation can be conducted. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, there was patient contact and the haptic got crimped/bent. Additional information indicates the lens was in the patient's posterior chamber. No patient injury reported. No other information was provided.